Event description:
The distributor reported the following incident for their customer. Catehter was zero balanced before use. During monitoring of a patient, the intracranial pressure value displayed on the multi-parameter monitor seemed to be adequate, however the wave form of the icp displayed flat. There was no patient injury reported.